Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, when the pump was powered on, the pump had no audible alarm function. All sound settings were found to be set to "high"; except alert & reminders that were set to "vibrate and temp basal off. No audio was detected when the piezo was activated. The pump was opened and the piezo contacts were found to be out of alignment.